Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced issues urinating. Upon evaluation using cystoscopy and imaging, the physician determined that the reservoir had migrated into the bladder. Consequently, the device was explanted, the bladder was repaired, and a malleable prosthesis was implanted. Although the patient was only partially voiding preoperatively, a catheter was placed during surgery to fully drain the bladder. No further complications have been reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced issues urinating. Upon evaluation using cystoscopy and imaging, the physician determined that the reservoir had migrated into the bladder. Consequently, the device was explanted, the bladder was repaired, and a malleable prosthesis was implanted. Although the patient was only partially voiding preoperatively, a catheter was placed during surgery to fully drain the bladder. No further complications have been reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary retention and tissue damage are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.